Event description:
The user facility reports event in which clotting was observed in the arterial and venous chambers. The pt's blood was not returned resulting in ebl= 250cc. Other similar events are also reported, however no treatment details are available. Medisystms clinical specialist provided info to the staff. Clotting may be due to staff not following instruction for use regarding proper chamber levels. No pt injury or need for medical intervention is reported. This MDR is filed for blood loss only.

Manufacturer narrative:
Na